Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen became cracked and is not functional. The customer's blood glucose level was 330 mg/dl. The customer administered a manual injection to address high bg. The customer reported that manual injections would be used for alternate insulin therapy.